Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred while the customer was changing the cartridge. The customer was able to load a new cartridge successfully and there was no impact to the customer's blood glucose level.